Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 500 mg/dl. The customer had another blood glucose of 114 mg/dl. Customer stated that the high blood glucose was due to change out her set that day. Customer did not have any more insulin in reservoir, and blood glucose was high. It was unknown if the auto mode was active at the time of incident or not. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.